Event description:
Per the clinic, the patient experienced crusting and swelling, leading to device non-use. Subsequently, the patient developed an mrsa infection at the implant site and was treated with antibiotics (type, date and duration not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.